Event description:
It was reported that this electrode had migrated based on x-ray evidence. A revision took place to re-secure the electrode. The procedure was completed successfully. No additional adverse patient effect were reported.